Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01538. The pt ((B)(6)) received an scs system, including an ipg and extension, on (B)(6) 2010. It was reported that the pt could no longer establish telemetry between the ipg and charging system. It was reported that a "low ipg battery" message was displayed in the programmer window. X-rays performed on (B)(6) 2011 showed no anomalies. The physician decided to explant the ipg on (B)(6) 2011. During the explant procedure, it was observed that the pt's extension was broken; therefore, the extension was also explanted. The physician plans to replace the ipg and extension at a later date. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.